Event description:
The reporter stated that during a spinal surgery procedure, the surgeon could not get the set screws to seat into the tulip head. He used 10 set screws for four screws. The surgical procedure was prolonged by about forty five minutes. There was no adverse outcome for the pt.

Manufacturer narrative:
A review of the device history record showed no anomalies. The complaint samples were received for evaluation. Two coral screws 18-14-6545, lot 15952 were returned with the head splayed up to .02 and signs of thread damage in the locking screw threaded area. Six locking screws were returned (10-17-001, lot 16200) four had the saddles popped off, two were intact. The 18-14-6545 screws, lot 15952 was of 188 pieces, no nonconformities noted. There is extensive thread damage on most of them. This evidence indicates that the locking screws were used to persuade the rod into the screw seat. Integra's investigation determined that the root cause of this hardware damage is from persuading the rod with the locking screw. This will splay the seat of the pedicle screw and can break the saddle off the locking screw. The surgical technique states to insert the locking screw when the rod is fully seated in the implant. Integra considers this complaint investigation closed. Future incidents of this nature will be documented for recurrence and trending purposes.